Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion with 95% stenosis in the left anterior descending (lad) coronary artery. The patient presented with severe angina. Pre-dilatation was performed with a non-abbott semi-compliant balloon. The 3.5 x 18 mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy revealed a dissection at the proximal end of the stent implant. Another xience xpedition was used to treat the dissection. No additional information was provided.